Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated the criteria for the right ventricular lead integrity alert were met. T-wave oversensing was observed on the right ventricular lead. Concomitant medical product: 5076 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient experienced an inappropriate shock from their right ventricular (rv) lead due to intermittent t-wave oversensing (twos). In addition, a rv lead integrity alert (lia) was triggered for episodes of non-sustained tachycardia and sensing integrity counter (sic). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert was triggered for the right ventricular (rv) lead due to oversensing resulting in another inappropriate shock. The therapies were programmed off and the right ventricular (rv) lead is scheduled to be explanted and replaced. No further patient complications have been reported as a result of this event.